Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had an electrical spark at the back of the refrigerator. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electrical spark was at the back of the refrigerator. A field service engineer (fse) inspected the back of the fridge and the heater assembly but found no visible damage. The fse opened the box, inspected the part, and noticed that the black harness cable was abruptly cut off with no connectors for the ground, neutral, or hot wires. Then, the fse received instructions from helmer support to complete the electronic work and successfully installed the new condensate heater assembly. The assembly was tested, and it heated as expected with no visible malfunctions. The system functioned as intended after the field service engineer repaired the device.